Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device replacement due to normal battery depletion, it was noted that the atrial lead had a suture tied down on it with no suture sleeve present. The physician was not sure if the sleeve had been removed at original implant or if it had later moved. Fluoroscopy had been used for a quick view of the system, but was not used to scan for the suture sleeve specifically. The physician added a suture sleeve to the lead and the lead remains in use. No further patient complications have been reported as a result of this event.